Event description:
I had the essure coils placed in (B)(6) 2014 and it has been very painful for 2 years. I went to a new doctor and she recommended removal of the fallopian tubes. I had surgery on (B)(6) 2016 and during the surgery it was found that the coils had migrated down to my uterus. The dr said half were in my uterus half were in the tubes.